Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center had no image. The issue occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
Updated fields: b5, d8, d9, h3, h4, h6, and h11. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was not confirmed. Based on the results of the investigation, the suggested reported malfunction was not reproduced, and no defect was observed. Therefore, a definitive root cause for the reported event could not be established. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was provided regarding this event. The intended diagnostic procedure was completed with another similar device.